Event description:
Ambulance personnel were treating a pt who had been down for an unk period of time. There was no observed malfunction during the code however, when the event record was reviewed later, there was a question as to why the device rendered a no shock advised and then a shock advised decision for two analized ECG segments that had what appeared to be similar ECG waveforms during the code. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opion on the attending paramedic's assessment of the pt's lack of viability.